Event description:
It was reported that bd luer-lok¿ disposable syringe were not received in perforated sets. This occurred on 8 occasions before use. The following information was provided by the initial reporter: material no.: 309628 batch no.: 8184728. It was reported that the syringe blisterpacks were not received in perforated sets of 5 as expected but in single individually wrapped packages. Customer called and stated syringes normally come in packs of 100 in strings of 5 and the boxes (ordered 24 opened 8 so far) he just ordered are in packs of 100 but are individually wrapped in the box and not on perforated sets of 5.

Manufacturer narrative:
H.6. Investigation: 1ml luer lok syringes can be packaged on two machines. One machine packages the syringes in strips of 5 and one machine packages them individually. Both methods of packaging are acceptable. Reported condition is not a defect. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe were not received in perforated sets. This occurred on 8 occasions before use. The following information was provided by the initial reporter: material no.: 309628, batch no.: 8184728. It was reported that the syringe blisterpacks were not received in perforated sets of 5 as expected but in single individually wrapped packages. Customer called and stated syringes normally come in packs of 100 in strings of 5 and the boxes (ordered 24 opened 8 so far) he just ordered are in packs of 100 but are individually wrapped in the box and not on perforated sets of 5.